Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle freedom lite meter were reviewed, and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A wife reported that the customer's adc blood glucose meter would turn on with button press, but not with test strip insertion. The customer experienced the symptom of "saying things that didn't make sense"; therefore, the wife called the paramedics and gave the customer jelly sugar. The paramedic meter gave a reading of 39 mg/dl, and the customer was treated with 2 bags of dextrose via intravenous therapy. A subsequent paramedic meter reading of 170 mg/dl was obtained. There was no report of death or permanent injury associated with this event.